Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported: when the surgeon tried to program the valve, programmer began to make smog from behind. Smell of smog coming from the machine. It was impossible to know if the valve was properly regulated; therefore, patient had a x-ray exam to check the proper level of valve regulation. Product was in contact with the patient; however, no patient injury reported and the event did not led to surgical delay.

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h10. The programmer was returned for evaluation: DHR - the lot met specifications when released. Failure analysis - the machine was kept on for 3 hours, and no burning smell came out of it. The coil of the power module was loosened. As a preventive measure, the power module will be replaced. Root cause - the root cause of the issue reported by customer could not be determined as the device worked correctly. However, the possible root cause for this issue reported by the customer could be due to failure of transformer, unit shutdown by secondary means or to a technical problem of the system.

Event description:
N/a